Event description:
The customer reported inaccurately low blood glucose readings with test strips, lot #1a602b. She opened the bottle of test strips approx one month ago and immediately began using them. She stated that when she first opened the bottle the test strips tested in the normal control solution range and produced readings that seemed accurate. Approx one week ago, she noticed that her blood glucose readings had decreased to the 40-60 mg/dl range. Because she did not have any hypoglycemic symptoms, she did not think these readings were accurate. She performed another normal control solution test and the test result was 60 mg/dl versus a normal control solution range of 117-175 mg/dl. A check strip test yielded a result that was in range (no specific result available). The customer did not have time to perform any tests with the co representative. The code was set correctly in her meter. The desiccant is in the bottle of test strip. The customer stores the test strips on the kitchen.